Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.